Manufacturer narrative:
The technician confirmed the device overheated. The device was discarded by the manufacturer.

Event description:
It was reported that the device burnt a patient. No further information has been provided by the customer account.

Event description:
It was reported that the device burnt a patient. No further information has been provided by the customer account.